Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed motor error during rewind. Blood glucose value was high at 433 mg/dl. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was unable to complete the rewind sequence. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to verify alarm in the alarm history due to history file over written. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked case.